Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Report source (consumer) is patient advocate.

Event description:
It was reported that a patient death occurred shortly after being implanted with a deep brain stimulation (dbs) system. The implanting physician placed the patient on general anesthesia for the implant procedure against the advisement of the patient's neurologist and general practitioner. The details of the patient's death including the date of the patient's death and the physician's assessment have been unable to be obtained despite good faith efforts.